Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for pts experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. Add'l devices related to this event: pcc181000/02920434, pcc181000/02712049.

Event description:
In 2004, the pt was implanted with 3 gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, a reintervention occurred to treat aneurysm enlargement due to a distal type-1 endoleak. A contralateral leg component was placed distal to the previously placed graft in the right iliac limb. The endoleak resolved. The pt tolerated the procedure. No further complications have been reported.